Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe plastipak 5ml s/su had air bubbles during blood draw. The following information was provided by the initial reporter: " when performing the venipuncture with the 20 ml and 5 ml bd syringe, air enters the syringe, so we cannot fill the syringe completely and when transferring the blood to the tubes".

Manufacturer narrative:
H.6. Investigation: photos received for investigation, upon visual inspection it is not possible to observe the failure, physical samples are necessary to analyze and evaluate further. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that bd syringe plastipak 5ml s/su had air bubbles during blood draw. The following information was provided by the initial reporter: "when performing the venipuncture with the 20 ml and 5 ml bd syringe, air enters the syringe, so we cannot fill the syringe completely and when transferring the blood to the tubes".